Manufacturer narrative:
Section d9: device available for evaluation? : yes section d9: date returned to manufacturer : 28-jun-2021 section h3: device evaluated by manufacturer: yes. Device evaluation: the preloaded unit was returned for evaluation. The returned sample was received at anasco site. A visual evaluation was performed to the device regarding the investigation reveal that the device was in advance position and no lens was received to evaluate the issue of cosmetic and haptic damaged reported. Viscoelastic residues were in the dcb00 device returned, the cartridge tip was observed cracked/damaged . There was no issue with the rod. The complaint issue was no verified. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can¿t be determined. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, not implanted. If explanted, give date: not applicable, not explanted. Telephone number: (B)(6). Device evaluation: since product was not received, evaluation can't be performed. Complaint report cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was rigidity when pushing the plunger forward, the lens was scratched came out and with bent and broken haptics. There was no patient contact. Through follow up we learned that the plunger did not push the lens correctly due to the rigidity, product available for evaluation. No other information was provided.